Event description:
A turnpike lp catheter was used during a patient procedure. During the procedure and advancement of the turnpike lp, the hub of the turnpike lp separated. A different device was used to complete the case and no patient impact was reported.